Manufacturer narrative:
On 8-feb-2021, mentor received additional information regarding suspected medical device. The lot number of the suspected medical device is 7467729. The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 11-feb-2021, mentor received additional information regarding the date of implantation. Initially, the date of implantation was reported as (B)(6) 2013. However, additional information revealed that the actual date of implantation is (B)(6) 2017. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The patient underwent unilateral removal and replacement with an unspecified mentor saline breast implant on (B)(6) 2019. Upon explantation, the right-sided deflation was observed. The patient has fully recovered after the revision surgery.

Manufacturer narrative:
On (B)(6) 2020, it was found that an incorrect statement regarding the patient's symptoms was included in the initial report. On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4) on the initial report, it was stated that the patient underwent unilateral removal and replacement with an unspecified mentor saline breast implant on (B)(6) 2019. Upon explantation, the right-sided deflation was observed. However, the correct statement is that the deflation was confirmed by a healthcare professional based on the patient's symptoms on (B)(6) 2020. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor saline breast implant on (B)(6) 2019. Reason for device explant and/or reoperation: deflation.

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Leak testing was performed according to the mentor procedure, and the result identified a tear within the crease/fold, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).